Event description:
It was reported a rotaflow console was plugged in for less than fifteen minutes and then unplugged to move the pt to the cath lab. The procedure lasted approximately one hour and half-way back to the pt's room, the pump showed low voltage and immediately stopped. Hand cranking was initiated until the unit could be plugged back in. No reported pt effect. (B)(4). Ref MFR# 8010762-2014-00098.